Event description:
During baxter's initial eval of this spectrum pump for a separate symptom, it was found that it failed the downstream occlusion test on the high pressure setting.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The cause of the failed testing was a loose pressure plate holder screw stuck between the camshaft and the downstream finger. The stuck screw was not allowing the downstream finger to fully open during the fill phase and was hindering the bump's ability to build pressure when the distal end of the pump set was occluded during the downstream occlusion test. This restriction of downstream finger opening/closing caused the pump to fail downstream occlusion testing at the high pressure setting. All components that were damaged by the screw and caused the failed testing are being replaced.